Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips were not forming well and falling off the vessels. On occasion, the clips would fall out of the device not formed at all. Another device of the same product code was used to complete the procedure. No patient consequences were reported.